Event description:
It was observed that during the device evaluation, the colonovideoscope had scope communication error e218. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that cause traced to charged coupled device failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.